Event description:
As reported, after deflating the balloon on a 6/7f mynx grip vascular closure device (vcd) and delivering it to the sheath tube, refilling the balloon, and pulling back on the handle to the second point of resistance, the device was yanked out of the patient¿s body as a whole before pushing down on the sheath device tube, which was found to be twisted and inverted. Hemostasis was achieved by manual compression for greater than 30 minutes. There were no reports of patient injury. The mynx grip vcd was not found to have problems during the balloon examination phase. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. An 8f 11cm non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The vessel type was the femoral artery, with mild vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The mynx vcd was prepped according to IFU instructions. The balloon did not lose pressure, and the device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to the use of the mynx device. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after deflating the balloon on a 6f/7f mynxgrip vascular closure device (vcd) and delivering it to the sheath tube, refilling the balloon, and pulling back on the handle to the second point of resistance, the device was yanked out of the patient¿s body as a whole before pushing down on the sheath device tube, which was found to be twisted and inverted. Hemostasis was achieved by manual compression for greater than 30 minutes. There were no reports of patient injury. The mynxgrip vcd was not found to have problems during the balloon examination phase. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. An 8f 11cm non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The vessel type was the femoral artery, with mild vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure, and the device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site, and no excessive force was applied. There were no multiple sheath exchanges prior to the use of the mynx device. A non- sterile ¿mynxgrip tm vascular closure device 6f/7f¿ was returned for analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve was in its manufactured position, and the slit was present. The syringe was not returned for analysis, and the procedure sheath was not included in the shipment. The balloon presented a pull through condition. No other outstanding details were observed. Dimensional analysis was not performed due to the severe pull through condition that did not allow the balloon to return to its manufactured shape. Per functional analysis, an inflation/deflation ballon test was performed on the non-sterile unit as is indicated in the IFU. However, due to the severe pull through condition, the balloon did not return to its manufactured condition. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to the damage noted to the balloon. However, the exact cause of the balloon pull through experienced could not be conclusively determined. Based on the information available for review and the investigation performed, handling factors (such excessive tension applied to the device during pullback) likely contributed to the event experienced as evidenced by the severe pull through condition/damage to the balloon noted. Also, concomitant device factors (an 8f sheath was used with a 6f/7f mynxgrip device) could have also contributed to the pull through experienced as the arteriotomy would be larger than the intended use of the device. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Also, the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.